Manufacturer narrative:
The battery (B)(6) and transmitter (B)(6) were returned to ebr for analysis. However, the investigation has not yet been completed. Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees tha the device, ebr or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently known or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
A 77-year-old male with a wise crt system (implanted on (B)(6) 2020, solve study) underwent transmitter and battery replacement due to prior transmitter failures (2021, 2022) and loss of device interrogation since 2022. The procedure was uncomplicated, with consistent biv pacing confirmed post-op. Follow-up and wound care are ongoing. No adverse patient sequelae was reported.

Manufacturer narrative:
The battery (s/n (B)(6)) and transmitter (B)(6) were returned to ebr for analysis on 03 ocobter 2025 however investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation. All pertinent information available to ebr systems as of the date of this submission has been included in this report.

Manufacturer narrative:
The returned transmitter (model 4100, sn (B)(6)) and battery (model 3100, sn (B)(6)) showed no gross kryoflex residue, corrosion, or delamination. External welds, wire connections, and surfaces were intact with no mechanical damage to explain the communication loss. A faint yellowish discoloration was noted near polymer interfaces, though no visible leakage was confirmed. Follow-up data from 23-nov-2022 indicated a battery voltage of approximately 2.68 v, with the voltage-based algorithm estimating 27 % energy remaining versus 59 % by the energy remaining counter (erc) a 22 % discrepancy consistent with abnormal current leakage and elevated parasitic drain. The voltage profile showed an early drop from ~3.2 v to 2.95 v, a prolonged plateau near 2.93 v, and an accelerated decline after ~day 250, characteristic of parasitic draw rather than normal discharge behavior. The abrupt communication loss and depletion pattern align with prior kryoflex-related cases involving conductive micro-paths near the feedthrough or connector interface. While no macroscopic polymer migration was evident, microscopic residues beneath encapsulated regions may have contributed to current leakage. Alternative causes such as end-of-life depletion or firmware lockup were deemed unlikely given sufficient residual capacity at the time of failure.